Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling palpitations and the right ventricular (rv) lead impedance and capture threshold were trending higher. The lead will be monitored and remains in use. No further patient complications have been reported as a result of this event.